Manufacturer narrative:
We are redacting this report due to further internal review which identified the event as ineligible for regulatory reporting based on reportability criteria already in place.

Event description:
The device was scrapped at a distribution warehouse following routine battery voltage testing during storage. The device was returned to the manufacturer, analyzed, and tested out of specification. There was no apparent patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. (B)(4).